Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to patient dissatisfaction with vision. The surgeon reports he made a poor patient selection when implanting the initial lens. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported int he lot number. Additional information was requested 01/24/2008 and 01/25/2008 by mail, fax and phone. A completed questionnaire has not been returned.